Event description:
The manufacturer's rep reported the pt experienced overdose symptoms including sleepiness and difficulty arousing following a new device placement. The pump had been infusing lioresal 500mcg/ml and was turned off overnight. The pt was monitored and recovered within 24 hours.

Manufacturer narrative:
Pt code is a drug-related symptom.